Event description:
Patient's caregiver called in to report wrench on charging station that will not charge either of the battery. Customer care attempted to troubleshoot device but was not able to resolve the issue. The batteries have no power to turn monitor and the patient is unable to use the wcd system currently. The inability to power up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.